Manufacturer narrative:
The unit was received with the reservoir tube lip partially broken off, and the reservoir stayed locked in. The unit was received with operating currents within specifications. The unit passed the self-test, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There were no missing segments or partial display. The unit had a cracked case at the display window corners, cracked battery tube threads, a corroded battery tube, and minor scratches on the lcd window.

Event description:
The customer called to report that the reservoir compartment was damaged. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.